Event description:
Issues with charging port pump housing and cartridge pump housing were reported. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and was in the process of obtaining a new device.